Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and tvt was implanted. It was reported that the patient concurrently underwent partial vaginectomy and vulvectomy, anterior colporrhaphy, perineorrhaphy. It was reported that the patient underwent partial mesh excision, colpopexy revision, sacrospinous ligament fixation colpopexy, and partial vaginectomy on (B)(6) 2011 by the implanting surgeon due to recurrent vaginal prolapse, urinary frequency, pelvic pain and vaginal mesh erosion.

Manufacturer narrative:
Date sent to FDA: 11/30/2016. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.